Event description:
During a second pass of an embolectomy procedure to the forearm artery, the balloon did not appear to deflate. Upon removal of the catheter, the balloon and spring tip were observed missing. It was reported that x-rays were then taken to locate the balloon and spring tip. The vein was opened and the detached balloon and spring tip were successfully removed. No patient injury was reported as a result of this event.